Manufacturer narrative:
Qn# (B)(4). The reported complaint that the "balloon got ruptured when it was inflated with carbon dioxide gas during the procedure" was not able to be confirmed as the product was not returned for investigation. A device history record (DHR) review was conducted for the lot number with no relevant findings and the device passed all manufacturing specifications prior to release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the "balloon got ruptured when it was inflated with carbon dioxide gas during the procedure. Therefore, the user replaced the catheter with a new one, inserted at the same insertion site to complete the procedure. No patient injury was reported". The patient status is reported as "fine."

Event description:
It was reported that the "balloon got ruptured when it was inflated with carbon dioxide gas during the procedure. Therefore, the user replaced the catheter with a new one, inserted at the same insertion site to complete the procedure. No patient injury was reported". The patient status is reported as "fine".

Manufacturer narrative:
Qn (B)(4).